Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, corrosion was found on the scope light guide lens. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the reported issue. However, according to the investigation, the suggested probable causes are due to some kind of stress such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion on the scope light guide lens. There was no patient involvement.